Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: ove. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy procedure on an unknown date, the angled stardrive screwdriver and the 2.0mm angled awl were not adequate to properly create a screw path and insert the screw. The procedure was successfully completed with 5 minutes surgical delay. Patient status is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves 2 devices. This report is for 1 description of part. This is report 1 of 1 for (B)(4).